Manufacturer narrative:
Technical services referred the caller to the patient's physician. There is no further information available. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that a lead safety switch triggered on this right ventricular (rv) lead. Daily measurements vary from 300-2000 ohms. The impedance in bipolar after being reset is greater than 2500 ohms. In unipolar impedances are approximately 500 ohms. The patient did not experience any symptoms as a result of this.

Event description:
Seven months later this lead was surgically abandoned due to the existing impedances problems over the past year. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.